Event description:
It was reported that pre-mature device detachment and possible pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. A 24mm watchman flx pro closure device was inserted via a watchman fxd double curve access system to the laa. The 24mm watchman flx pro closure device was deployed but was too deep in the laa and was recaptured. When the 24mm watchman flx pro closure device was deployed again, it detached from the core wire. The closure device was too proximal and held in place with the sheath while the physician loaded a non-boston scientific (bsc) grasping device into the watchman fxd double curve access system. The closure device was pulled into the watchman sheath with the non-bsc grasping device and everything was removed. After removal of the devices, a trace pericardial effusion at the base of the right ventricle was suspected. A new watchman fxd curve access system and 24mm watchman flx pro closure device and delivery system were utilized to complete the procedure. Post-procedure while in the post-anesthesia care unit, no pe was observed on echo.